Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that post deployment stent damage occurred and the patient expired. Vascular access was obtained via the femoral artery. The 98% stenosed, 15x2.75mm, eccentric, de novo target lesion was located in the severely calcified and non tortuous left anterior descending artery (lad). A 6fr guide catheter was advanced to the aortic root. A 0.014 guidewire was advanced through the subocclusive obstruction in the proximal third and the severe obstruction in the middle third of the lad. Predilation was performed with 3.0x12mm and 2.5x15mm balloon catheters. A 2.75x20mm promus premier drug eluting stent was implanted at 14atm. An imprint of the implanted stent was observed in the middle third of the lad. The target lesion was post dilated with a non-complaint 3.0 x 12 mm balloon at 22 atm with good angiographic result. After administering intracoronary nitroglycerin, it was decided to treat the distal lesion. This obstruction was dilated with a 2.0 x 10 mm coronary balloon with significant residual obstruction. An attempt was made to advance a 2.5 x 24 mm promus premier drug eluting stent towards the distal lesion, however, they were unable to advance beyond the middle third. It was decided to remove the stent. When attempting to remove the stent delivery system the previously implanted stent located in the proximal third became deformed. In addition, a stent dislodgement occurred. An attempt was made to introduce a 1.5 x 15 mm balloon catheter into the dislodged stent without success. Femoral approach was performed with a 7f femoral introducer. A 7fr guide catheter and a 0.014 guide wire which was advanced parallel to mid lad. Dilation was performed with a 2.5 x 15 mm balloon catheter. A second 4.0 x 16 mm promus premier drug-eluting stent was prepared and implanted at 18atm by crushing the dislodged stent against left coronary trunk . Angiographic results were good, however the patient was referred to surgery due to inadequate resolution of the proximal lesion and the high risk of thrombosis due to the excessive amount of metal where the stent was crushed at the level of the left coronary trunk. In (B)(6) 2020, it was reported that the patient had been referred to a surgical center, but died prior to their surgical procedure.

Manufacturer narrative:
Device is a combination product. Angiographic media was returned for analysis. The media showed balloon pre-dilation of a proximal lad lesion, followed by deployment of a stent at the proximal lad lesion. After stent deployment and post-dilation, flow though the proximal lad had improved. Pre-dilation was then carried out at a narrowing in the mid-lad with some constraint noted on the balloon. The media provided did not contain the event of the deployed stent being damaged during the removal attempt or the stent dislodgement of the promus premier 2.50 x 24 mm coronary stent. There was no evidence of any issues with the deployed stent which could have contributed to the difficulty reported crossing this placed stent.

Event description:
It was reported that post deployment stent damage occurred and the patient expired. Vascular access was obtained via the femoral artery. The 98% stenosed, 15x2.75mm, eccentric, de novo target lesion was located in the severely calcified and non tortuous left anterior descending artery (lad). A 6fr guide catheter was advanced to the aortic root. A 0.014 guidewire was advanced through the suboclusive obstruction in the proximal third and the severe obstruction in the middle third of the lad. Predilation was performed with 3.0x12mm and 2.5x15mm balloon catheters. A 2.75x20mm promus premier drug eluting stent was implanted at 14atm. An imprint of the implanted stent was observed in the middle third of the lad. The target lesion was post dilated with a non-complaint 3.0 x 12 mm balloon at 22 atm with good angiographic result. After administering intracoronary nitroglycerin, it was decided to treat the distal lesion. This obstruction was dilated with a 2.0 x 10 mm coronary balloon with significant residual obstruction. An attempt was made to advance a 2.5 x 24 mm promus premier drug eluting stent towards the distal lesion, however, they were unable to advance beyond the middle third. It was decided to remove the stent. When attempting to remove the stent delivery system the previously implanted stent located in the proximal third became deformed. In addition, a stent dislodgement occurred. An attempt was made to introduce a 1.5 x 15 mm balloon catheter into the dislodged stent without success. Femoral approach was performed with a 7f femoral introducer. A 7fr guide catheter and a 0.014 guide wire which was advanced parallel to mid lad. Dilation was performed with a 2.5 x 15 mm balloon catheter. A second 4.0 x 16 mm promus premier drug-eluting stent was prepared and implanted at 18atm by crushing the dislodged stent against left coronary trunk . Angiographic results were good, however the patient was referred to surgery due to inadequate resolution of the proximal lesion and the high risk of thrombosis due to the excessive amount of metal where the stent was crushed at the level of the left coronary trunk. In (B)(6) 2020, it was reported that the patient had been referred to a surgical center, but died prior to their surgical procedure.